Manufacturer narrative:
The manufacturer was previously received a voluntary medwatch (mw5103197) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop an allergy attack. The patient was prescribed steroids in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal and external visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown.

Event description:
The manufacturer received a voluntary medwatch (mw5103197) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop an allergy attack. The patient was prescribed steroids in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.